Event description:
A customer reported experiencing a cartridge alarm labeled as alarm 30. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). As a resolution, the customer switched to multiple daily injections (mdi) and referred to an out-of-warranty loaner pump case for further assistance.